Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event can be prevented by following the instructions for use which state: "·all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were foreign objects described as white/clear glue inside of the air/water nozzle. This finding was due to insufficient cleaning or handling of the scope. The facility did not provide a detailed process for cleaning sterilization and disinfection (cds) however, the customer indicated that the medical device has been reprocessed in line with the instructions for use (IFU). Upon further inspection, it was observed that the adhesive on the bending section cover had a chip. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had a block in the air/water channel. The reported issue was discovered during an endoscopic ultrasound (eus). The procedure was subsequently completed with a similar device (gf-uct180) with no delay. There was no patient/user harm or injury reported due to the event.